Event description:
It was reported that during a device changeout procedure, it was noted that the left ventricular lead exhibited high thresholds. The lead was disabled and the patient was asymptomatic. The patient would be monitored.

Manufacturer narrative:
(B)(4).